Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 292.623s; lot: l895627; manufacturing site: selzach; supplier: früh; release to warehouse date: may 22, 2018; expiry date: may 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Non-sterile 292.623 / l831805. Part: 292.623; lot: l831805; manufacturing site: balsthal; release to warehouse date: april 27, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: 5. Broken. Visual inspection: a piece of about 45mm length is broken off as complained; both pieces were sent back for evaluation. The front piece has clearly visible stress marks below the facture face. The back pieces run into a cone before the fracture face and it is clearly visible that the guide wire was bent at the damage. Dimensional inspection: checked dimensions with caliper 3-01-19789: shaft diameter: specification 1.1mm 0/-0.07 / measured: 1.08mm = pass. Length: specification 150mm +/-0.5 / measured: 105mm = damaged. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Material or hardness review: the review of manufacturing documents of the used sub-component 60010030 with lot l808198 has shown that 1.4441 stainless steel according norm iso 5832-1 for surgical implants was used for this guide wire as required. Summary: the complaint is confirmed as the guide wire is broken apart as complained. The lot in question was manufactured, all parts are shipped and we are not aware of any other complaint for this article- and lot number combination (neither unsterile lot l831805 nor sterile lot l895627). Based on that and the findings above, a manufacturing related issue can be excluded. As stated above, does the guide wire run into a cone above the fracture face and the outer side of this cone is bent. This is a clear indication that the wire was bent during drilling and that the drill bit did cut into the deformed guide wire as the drill was not able to follow the deformed guide wire. In in this relation following statements from the surgical technique can be mentioned: ¿precaution: do not forcefully insert the guide wire. This may cause it to bend.¿ ¿note: do not forcefully insert the trapezium burr since this may damage the guide wire.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation was applied to treat 2r3b type distal radius fractures on (B)(6) 2018. The guide wire was inserted into the styloid process. Drilling was performed with the help of a drill guide; the guide wire interfered with a drill bit and broke. The surgeon removed the fragment easily with no additional intervention needed. He used a replacing guide wire and successfully completed the rest of the surgery with a ten (10) minute delay. The patient status was reported as stable. Concomitant device reported: drill bit (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.